Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as MRI a year ago but not sure. The customer reported motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; corrections have been made to sections on this report with updated device evaluation codes and device analysis notes. The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and a confirmed e70 error alarm was found in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement, rewind, basic occlusion and prime tests. The insulin pump had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.